Event description:
The customer reported that the system had touch screen issues and would not perform fluoroscopic x-ray and then locked up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue would not be duplicated. The c-arm ps1 power supply dc voltage was low and adjusted to a normal range. The system was tested and found to be working as intended and put back into service.